Event description:
It was reported that a presyncopal patient was presented to the clinic. The lead exhibited auto mode switches due to electrical noise. The lead was successfully reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.